Event description:
This case was reported by a consumer and described the occurrence of foot pain in a male pt in his (B)(6) who received (B)(4) denture adhesive (formulation unk) (poligrip) for an unk drug indication. A physician or other health care professional has not verified this report. The pt was concerned after reading an article in the daily mail. On an unk date, the pt started gsk denture adhesive (formulation unk), (unk), unk dosing. The pt used the recognized amount on his upper dentures, but had a very little lower gum and needed to use more than advised, twice a day, just to keep them in. The pt had a full set of dentures for more than 30 years. At an unk time, after starting (B)(4) denture adhesive (formulation unk), the pt experienced foot pain, loss of feeling in feet, damaged nerve endings and poor peripheral circulation. For many years the pt had been in constant pain in both feet as if they were frost bitten, and had to give up driving three years ago because he could not feel his feet on the pedals. The pt had numerous visits to doctors and hospitals who have told him that the only cause of the pain is damaged nerve ends for which there is no cure and no painkillers to help. The pt also had a consultation at (B)(6) hospital but were unable to diagnose anything other than damaged nerve ends. In (B)(6) 2001, the pt was referred to a consultant orthopaedic surgeon and was told his 'peripheral circulation is such that the consultant was unable to feel any pulses in his feet. The pt had an ultra sound exam of his blood vessels in (B)(6) 2001. At the time of reporting, the outcome of the events was unk. F/u received on (B)(6) 2010: the pt also experienced falling over and giddiness. The pt started using poligrip flavour free which was "not as efficient." F/u received on (B)(6) 2010 from a physician which upgraded the case to serious: the pt had bilateral cuff disease for which he had arthroscopic management and a carpal tunnel treated on the left which had improved. He also had bilateral knee replacements due to osteoarthritis. The pt had no medical history of neuropathy. The pt started to develop pins and needles in the left foot starting in the toes and moving upwards in approx 1998 and then in the right foot. The pt had a burning pain in the foot for the last five years, day and night, and not associated with walking or climbing stairs. Night pain was more prominent. On clinical exam, the pt had no significant back pain or spinal deformity, and no radiating pain in the buttocks or along the distribution of his sciatic nerve. The pt had normal sensation and power throughout. There was no obvious arterial pathology although the pulse could not be felt. The pt did have warm feet with a normal capillary refill. The inner aspect of the shin had some trophical changes with potential of developing an ulcer. The physician considered the pt had probable small fibre neuropathy and unlikely but possible spinal radiculopathy. Blood tests for the following were normal or negative: b12, folate, serum electrophoresis, total immunoglobulin levels, crp, rheumatoid factor, syphilis serology, full blood count, esr and u&e's. The onset date of the small fibre neuropathy was 2001 and the event was unresolved at the time of the report. The reporter considered the event to be a permanent impairment of a body function and a permanent damage to a body structure.

Manufacturer narrative:
MFR's comment: the MFR's report number for this case is 9681138-2010-00151. Poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).